Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was unable to inflate. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d added unique identifier (UDI) #. Device evaluation: the iab was returned with the membrane completely unfolded. No blood was visible on the returned iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 24.9cm from the rear seal and both measuring 0.025cm in length. The reported problem was most likely triggered by the leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was unable to inflate. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was unable to inflate. There was no reported injury to the patient.